Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found an insulation abrasion at 7.9 cm to 8.1 cm from the connector pin, exposing the outer coil in this area. The abrasion is consistent with that of exposure to friction with another implantable device.